Event description:
Patient called out to staff that she was bleeding. I investigated & noted blood on arm and on chair. I looked for the source & found that it was coming from the tubing of the fistula needle. Patient did not want to be cannulated again so her blood was rinsed back via arterial needle. Venous needle was the one leaking. Family and doctor notified. No problems noted.